Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported through the (B)(6) clinical trial, post transfemoral valve in valve procedure (20 mm sapien 3 in 23 mm surgical valve) tavr procedure, tte showed mild to moderate eccentric ar with a mean gradient of 11 mmhg and a peak gradient of 21 mmhg. At pod1, no ar was seen, however, the mean gradient increased to 13 mmhg and the peak gradient increased to 26 mmhg. During the 30 day follow up, the patient was doing well with no complaints. Tte showed the subject had mild ar, a valve area of 1.3 cm2, a mean gradient of 22 mmhg and a peak gradient of 42 mmhg. No vegetation or thrombus was seen. Additional information received indicated that 65 days post procedure, the patient presented with increasing symptoms and ai. The patient was brought back to the cath lab for a valvuloplasty to see if the gradient and pvl would resolve. The pre-case echo showed a mean gradient of 32 mmhg, ao vti 81 and lvot 20.6, vmax 3.8 and moderate pvl. The s3 valve was crossed with a 5fr pigtail without issue. A 20x4 true balloon was inserted across the valve and was inflated x1. Little to no change was seen. Pre-gradient via cath was mean of 36 mmhg and post gradient via cath was 34 mmhg. Echo gradient post case was mean 30 mmhg. With the no change in this procedure the patient was to be scheduled for avr surgery in order to have the s3 removed and replaced with another surgical valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The explanted valve was sent to cvpath for further evaluation and a copy of the report was provided to edwards lifesciences for evaluation.  Review of the diagnosis report provided by cvpath revealed the following.  The edwards transcatheter aortic valve in place within the surgical valve was slightly distorted.  The skirt and metal frame were mostly bare.  All leaflets were tan-white and pliable.  Partially calcified tan-yellow tissue was observed in between the surgical and transcatheter valve at the inflow.  Radiographic/microct imaging showed intact valve frames, with bent strut, but without fractures.  Microct imaging showed extensive calcification in the two leaflets of the surgical aortic valve and mild calcification in the third.  Bioprosthetic leaflets show minimal thrombus, mild focal chronic inflammation, mild structural changes.  There was no evidence of infective endocarditis or calcification.  Additionally, based on the valve in valve frame histology study, it was determined that the transcatheter valve was not adequately expanded and did not snugly fit in the surgical aortic valve, creating a paravavular leak. Based on the diagnosis report by cvpath, it was determined that the s3 valve was not adequately expanded and did not snugly fit in the surgical aortic valve, creating pvl.  Although additional 1cc inflation volume was used to deploy the s3 valve, the extensive calcification on the surgical valve leaflets may have prevented the valve from fully expanding, creating a gap between the surgical and transcatheter heart valves and subsequently leading to pvl.  Available information suggests that patient/procedural (patient ¿prosthesis mismatch) factors may have contributed to the reported events. No manufacturing or IFU/training inadequacies were identified.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation.  The valve was returned after having been implanted for about three (3) months and inside a surgical valve (valve-in-valve configuration). The returned device was visually inspected for any abnormalities and the following was observed: thv frame is distorted and the skirt on the surgical valve was cut, likely due to device explantation; all thv leaflets became stiffened; host/pannus tissue and some calcium nodules were observed around the thv frame, and at both inflow and outflow sides of valve; no cracks observed on frame x-ray images.  Due to the condition of the returned valve (frame distortion and valve-in-valve configuration), no functional/dimensional testing was able to be performed. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no additional complaints relating to valve ¿ regurgitation-pv leak worsening or valve ¿ increased gradient.  A review of complaint history from september 2017 to august 2018 revealed no other returned complaints for the two trending categories.  A review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limits for both the trend categories. A review of the instruction for use (IFU) and training manual revealed no deficiencies. As reported, ¿there was pvl around the surgical valve as well as mismatch from surgical valve and thv¿. Per the IFU, incorrect sizing of the valve may lead to paravalvular leak and residual gradient (patient-prosthesis mismatch). As such, available information suggests that patient/procedural factors may have contributed to the reported events.  The complaint of valve ¿ increased gradient was confirmed based on the patient¿s medical record. Without echo/cine imagery, the complaint of valve ¿ pv regurgitation leak worsening could not be confirmed. A review of the DHR, lot history, complaint history and manufacturing mitigations did not reveal any indication that a manufacturing non-conformance contributed to the complaint. Inspections and tests during manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Additionally, a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessments of the failure mode is not required at this time. In this case, available information suggests that patient/procedural factors (patient-prosthesis mismatch) may have contributed to the complaint events. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rates did not exceed the (B)(6) 2018 control limits for the applicable trend categories, no corrective or preventative action is required at this time.